Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for lead revision. It was noted that the right ventricular lead exhibited noise. During procedure, the physician also noted the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.